Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 3.5mm emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon came off the shaft. The distal end of the balloon was snared but eventually, a cut down was performed to retrieve the distal end of the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that during the procedure, approximately 10cm piece of the plain balloon sheared off on a kinked wire in plaque in the superior femoral artery. The distal end was trapped against the wall with drug eluting stents. One day post procedure, the piece was removed in surgery.